Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The blade was plugged into a test monitor and powered on. No image was observed on the monitor. There are no repairs for this failure. The blade has already been replaced. The returned device was scrapped.

Event description:
The customer reported that during a patient procedure, using a titanium lopro t4, there was no image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.